Event description:
Caller reported a malfunction on the pump. The customer could not confirm fault ID because they reset the pump on their own prior to contacting technical support. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.